Event description:
Company representative reported "there was no lubricant on the inside of the this funnel".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "there was no lubricant on the inside of the this funnel".